Event description:
The customer reported that the device failed to power up. There was no report of negative impact to the pt.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of negative impact to the pt. The device was evaluated at the philips repair bench. The reported failure could not be received. Due to the reported issue not being recreated we can not determine the cause of the reported failure.